Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing pain and numbness in the legs. It was believed that the pain and numbness were not device related and was due to several falls. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was explanted due to pain at the ipg site and was also reported that the patient was not using the system anymore. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing pain and numbness in the legs. It was believed that the pain and numbness were not device related and was due to several falls. The patient will undergo an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing pain and numbness in the legs. It was believed that the pain and numbness were not device related and was due to several falls. The patient will undergo an explant procedure.